Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a request to end therapy, which occurred on the homechoice (hc) during use, during dwell 1. The home patient (hp) stated she connected the wrong bags to the wrong lines. The baxter technical service representative (tsr) assisted the hp with ending therapy on the hc and removing the cassette. The tsr advised the hp to dispose of the current setup and start over with new supplies however the hp would continue with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient's caregiver on (B)(6) 2011 and the patient was able to resume therapy the next night with new supplies. She had the patient finish out therapy that day with manual supplies. She had accidentally connected the wrong bags to the wrong lines. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to reasonably suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.